Event description:
The customer received a high out of range control result of 186mg/dl on the contour next usb meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The test strips were returned for evaluation. New strips and control were sent to the customer.